Event description:
It was reported that the customer was hospitalized due to high and low blood glucose. The customer was experiencing low glucose for several days. Troubleshooting was performed. It was stated that the events leading to her admission was nausea, dizziness, high and low blood glucose. The blood glucose reading was over 400 mg/dl. The customer's most recent glucose level was 219 mg/dl, and she was treated with food and glucose tablets. The programming, time, and date were correct. The reservoir was showing the same amount of insulin that the status screen shows. Ran a fixed prime and high pressure test and they passed. During the call was found that the customer was using denatured insulin. Advised that the customer should contact her doctor regarding her high and low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.